Event description:
The user had dinner at 07:00 pm. Around 10:00 pm he felt symptoms suggestive of hypoglycemia (visual disorders); glycemia was 1.14 g/l then 0.94. The patient did not consider necessary to take sugar. However, 45 min later, he experienced severe hypoglycemia with sweating then convulsions. Users family gave him sugar (orange juice and 2 spoons of jam). Emergency mobile unit was not called.

Manufacturer narrative:
The device has not been returned to the manufacturer. A review of both the owner's guide and similar complaints was performed. The root cause of the incident could not be determined based on the limited information provided.